Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After the user hit his head on (B)(6) 2018 he has no hearing performance with his device. Re-implantation surgery is scheduled on (B)(6) 2018.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. Furthermore, in situ measurements point to a short circuit between two implant channels for undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
After the user hit his head on (B)(6) 2018 he no longer had any hearing performance with his device. The recipient was re-implanted.